Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Model, catalog number, UDI number, serial number) and device manufacture date are unknown. No information has been provided to date.

Event description:
It was reported that a registered nurse (rn) was running the manifold and the pump kept alarming high pressure. It had alarmed multiple times; she had traced all the tubing and could not find any reason for an occlusion. She had just recently changed the syringes. Of note there was still tubing between the manifold and the patient as is often the case when a patient comes up from the operating room. The rn ended up troubleshooting. She was unable to flush the line at all. Tissue plasminogen activator (tpa) was instilled via stopcock method. When the tubing was removed from the connector, there was no flow. When the tubing was removed from the manifold, the manifold immediately started dripping. Uncertain if the tubing caused a pressure issue but could not find precipitate or anything else in the tubing/manifold. There was no patient injury reported.